Event description:
It was reported that noise oversensing was present on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the alternate vector during patient movement. Low amplitudes were also noted. No inappropriate therapy was provided at this time. Troubleshooting was performed and the noise was able to be reproduced when the patient pushed their palms together. Technical services (ts) reviewed device data and noted the primary and secondary vector had even lower amplitudes. Ts provided programming recommendations. Ts did note that the patient has a barostim device implanted. It was reported that noise oversensing from this stim device had previously caused noise oversensing, which resulted in inappropriate shock (ias). As a result, the barostim device was subsequently deactivated. Additional information was requested regarding the ias, and this investigation will be updated should further information become available. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. The patient reported receiving two inappropriate shocks from this s-ICD before being hospitalized. Two more shocks were then delivered. Further information was requested from the field representative. This investigation will be updated should further information become available.

Event description:
It was reported that noise oversensing was present on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the alternate vector during patient movement. Low amplitudes were also noted. No inappropriate therapy was provided at this time. Troubleshooting was performed and the noise was able to be reproduced when the patient pushed their palms together. Technical services (ts) reviewed device data and noted the primary and secondary vector had even lower amplitudes. Ts provided programming recommendations. Ts did note that the patient has a barostim device implanted. It was reported that noise oversensing from this stim device had previously caused noise oversensing, which resulted in inappropriate shock (ias). As a result, the barostim device was subsequently deactivated. Additional information was requested regarding the ias, and this investigation will be updated should further information become available. This s-ICD system remains in-service at this time. No adverse patient effects were reported.